Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a cystectomy procedure, the reservoir of this inflatable penile prosthesis was removed, rendering the device inoperable. The cylinders and pump were removed and replaced with an ambicor penile prosthesis (app). No patient complications were reported.